Event description:
The lap band I had put in place last summer leaks. Follow up findings, event confirmed by doctors' office as port tubing leak. Follow up findings, per patient the entire lap-band system was replaced.